Event description:
It was reported to philips that the charging pin is stuck and device is unable to charge. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.